Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. Lucira health devices are marketed under eua (B)(4) check-it and eua (B)(4) all-in-one. It is unknown of the brand associated with this reported complaint.

Event description:
One device reported as having an alleged false positive result. The complainant followed-up with a positive pcr test result within 12-24 hours. No additional information or lot information provided by the complainant.